Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A high balance chamber pressure alarm occurred during a routine hemodialysis treatment. The operator was not able to resolve the alarm. Rinseback was not performed due to clotting of the circuit resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
Although the disposable cartridge was not returned as requested by nxstage; there is no evidence of a device malfunction. Facility staff attributed the blood loss to issues with the pt's access flow. As a result, treatment was stopped and restarted to address the access issues, contributing to clotting and the reported alarm. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and the pt's access flow problems have since been addressed. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.